Manufacturer narrative:
Concomitant medical products: 5068 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance. The ra lead was reprogrammed. It was also noted that the right ventricular (rv) lead thresholds had risen slightly, but no intervention took place for the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.